Event description:
It was reported that during a laparoscopic low anterior resection procedure. When firing across vascular tissue (ima), the staple line was not fully formed. The staples positioned about 1/3 from the distal end of the cartridge did not form. As a result, an endoloop was needed to control the bleeding. The surgeon did hold the tissue for 15 seconds for added tissue compression hemostasis. The cartridge that misfired was the original cartridge in the device. There was no adverse patient consequence.